Event description:
Pt had a port inserted a another hospital which was non-functional. Catheter was removed and was found to have a longitudinal split on both sides of the catheter approx two to three cm long. Port and catheter replaced with dual lumen power port.